Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Subsequent information indicates that the patient was seen for a revision procedure where both the rv and lv lead were surgically abandoned. The device was explanted and has been returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed shock impedance measurements of greater than 200 ohms. The device was reprogrammed to rv coil to can with normal resulting shock impedances. The left ventricular (lv) lead also displayed high pacing impedance measurements greater than 2000 ohms. The patient was to be scheduled for a revision procedure sometime in the future. There were no adverse patient effects reported. The system remains in service.